Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the pump had a cracked battery door and a bubbled, unattached downstream occlusion (dso) seal. There was no patient involvement and harm.

Manufacturer narrative:
D4 - primary UDI number: updated and corrected. One suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Visual inspection was performed and it was noted that there was a delaminated downstream occlusion (dso) seal. The defective seal was then replaced. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.